Manufacturer narrative:
In the event a focus head fails on an x-ray tube (regularly x-ray tubes are equipped with 2 or 3 foki), this failure is detected and the operator can semi-automatically switch to another focus in order to finish the ongoing procedure. During the investigation, a failure was identified where, under specific circumstances, the focus switch over does not perform correctly. Siemens has initiated a field corrective action for this issue which has been reported to the FDA via 806.10 report # 2240869-11/03/16-0032-c. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a tavi procedure, no fluoro was possible. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.